Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the result of the device inspection by olympus china sales & marketing (ocsm), but could not identify any defects that could affect the occurrence of the reported event. Based upon the past similar cases, the reported event may have been caused by the following effects, etc. -physical stress -chemical stress -poor storage environment (direct sunlight, high temperature, high humidity, environment exposed to x-rays and ultraviolet rays, etc.) Omsc determined that the reported event could be prevented because the instruction manual provides precautions regarding the handling of the insertion tube, applying of the medical-grade, water-soluble lubricant to the insertion tube, and storage of the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. There was a leakage from the bending section rubber. There was a dent in the insertion section. The objective lens was slightly scratched the endoscopic image was a little white. The device has not been repaired in the last year. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) sales & marketing (B)(4) and found that the coating of the insertion tube was peeled off. There was no report of patient injury associated with the event.